Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was hospitalized with pump thrombus. Per log files there were multiple high watt alarms starting on (B)(6) 2018 accompanied with hematuria. Patient on continuous integrin and heparin infusions. Device remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #the hvad pump, (B)(4), was not returned for evaluation. The reported event of "high power" was confirmed through log file analysis which revealed an increase in the pump's power consumption beginning on (B)(6) 2018. Power returned to within normal operating range on (B)(6) 2018. 50 high watt alarms have been logged since (B)(6) 2018. Of note, it was reported that the patient was treated with heparin infusions, after which the power and flow went back to normal. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.